Event description:
Affiliate reported that the valve was not programmable after the MRI. In addition, an x-ray indicated a dislocation of the stator. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.